Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, discomfort and elevated ions. **update received (B)(6) 2017. The sales rep has reported the revision surgery. Patient was revised at their request. Update jun 16, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges limited mobility, difficulty with adl, exacerbation of depression. After review of the medical records for MDR reportability, it was stated that the patient was revised to address metal-on-metal articulation failure and malpositioning of acetabular component. Revision note stated that there was an adverse soft tissue reaction with metallosis with partial tearing of the abductor musculature, no trunnion wear, did not appear to be any metallosis or abnormal wear on the femoral head and acetabular liner. Clinical notes stated a malpositioned acetabular component with uncovering of the edge causing psoas irritation. Laboratory values for cobalt level was provided and was above 7 ppb. Part and lot information were provided. Update jul 06, 2017: medical records received.